Event description:
It was reported the pt felt a shocking sensation in the device pocket when the voltage was increased to 7.5 volts. Additional info reported the ins had been turning off during adjustments to the voltage. No message was recorded on the programmer. No impedance was noted. The pt had been recharging more often than was calculated. The hcp had scheduled surgery to resolve the shocking issues and may replace the ins as necessary. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.